Event description:
The dentist reported the locator abutment placed over the implant placed in tooth site #6 fractured. The screw fragment was able to be extracted form the implant.

Manufacturer narrative:
Visual inspection of the returned iloa003 certain® locator® abutment 4.1mm(d) x 3mm(h) confirms the abutment has fractured at approximately the first thread. Lot number was not provided therefore a DHR review could not be conducted. Investigation review did not identify information suggesting the product contributed to the event. The component was returned to the manufacturer zest for investigation.zest quality department reviewed the component and found a fracture of the screw threads during use. The remainder of the threaded portion was found to be in specification with no material defect noted.a technical root cause cannot be determined.(B)(4)